Event description:
As reported by the (B)(4) study the patient experienced a peri procedural pci, that is classified as a myocardial infarction. Pci was performed on an 80% de novo lesion in the mid lad of 25mm in length in a 2.75mm vessel diameter. The lesion was classified as b2. A 2.75x33mm cypher rx stent was deployed at 11 atm by direct stenting. Post-dilation was performed with 2.75x33mm balloon as a standard practice at 14 atm. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure, respectively. There were no procedural complications and the patient was discharged two days later.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(6) study the patient experienced a peri procedural pci, classified as an mi. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, most recent pci (B)(6) 2010, most recent CABG (B)(6) 2005, hyperlipidemia, hypertension, most recent mi (B)(6) 2005, history of smoking greater than 30 days. Pci was performed on an 80% de novo lesion in the mid lad of 25mm in length in a 2.75mm vessel diameter. The lesion was classified as b2. A 2.75x33mm cypher rx stent was deployed at 11 atms by direct stenting. Post-dilation was performed with 2.75x33mm balloon as a standard practice at 14 atm. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure, respectively. Pre-procedure, on (B)(6) 2010, at 04:33, the ck was 41 (nl 232, ratio <1), the ckmb was 0.4 (nl 3.6, ratio <1), and the troponin was 0.04 (nl 0.1, ratio <1). Post-procedure on (B)(6) 2010, at 23:59, the ck was 443 (ratio 1.91), the ckmb was 63.2 (nl 3.6, ratio 17.56), and the troponin was 13.64 (nl 0.1, ratio 136.4). On (B)(6) 2010, at 08:10, the ck was 463 (ratio 1.9956), the ckmb was 54.7 (nl 3.6, ratio 15.19), and the troponin was 16.48 (nl 0.1, ratio 164.8). On (B)(6) 2010, at 05:23, the ck was not tested, the ckmb was 6.9 (nl 3.6, ratio 1.92), and the troponin was 4.16 (nl 0.1, ratio 41.6). There were no procedural complications and the patient was discharged two days later on dual anti-platelet therapy. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15251940 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.